Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were in the hospital this past week and have been having trouble with going to the bathroom. Patient stated they had done this before and turned off the stimulators and turned them back on a few months ago. When asked for event date, patient stated they have been hospitalized a lot lately (not lately but since (B)(6)). Patient stated several months ago they were at the hospital and it almost felt like the stimulator was overdoing it and they could feel something besides them and they were shaking and shivering so they turned the device off and left it off for a few days and everything was fine. Patient mentioned they have an appointment with their hcp coming up but did not give a specific date for appointment. Patient also mentioned their handset is crashing, and they were getting a reboot option on the handset. Pss had the caller reboot the phone. Caller confirmed that reboot resolved the issue and they were able to connect to the app to turn ins off. The troubleshooting steps that were taken resolved the issue.